Event description:
The pt had experienced increased pain. A confirmed motor stall occurred on (B) (6) 2009 due to the pt having an MRI and the pump recovered 45 mins later. The pump stalled again two days later and a tube set error occurred with no recovery noted in the event logs. The pump was replaced. The pt outcome was stated as "no injury". The medication being delivered via the device system was morphine sulfate.

Manufacturer narrative:
(B) (4).